Event description:
Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The device logs have not been available for further evaluation. No further information about the issue was provided. Therefore, the root cause to the reported issue is unknown.

Event description:
It was reported that the anesthesia workstation, during test on a test lung, failed to change the gas mix. There was no patient involvement. Manufacturer's reference # (B)(4).